Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a brown stain was noticed on the surface of model zcb00v tecnis monofocal iol (intraocular lens) immediately after opening the package. The iol was not used and the procedure was completed successfully with a back-up lens. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/08/2019. Device returned to manufacturer: yes. Device evaluation: the zcb00v lens was returned in its original package. Visual inspection using magnification was performed to the returned sample: loose fibers/particles were observed on lens which can be related to the handling of the unit out of a sterile environment. A brown particle was also observed on the lens surface. Ftir (fourier transform infrared spectroscopy) analysis indicated that the brown foreign material is consistent with a mixture containing sucrose and an aliphatic ester, or may possible be a sucrose ester (i.e. Surfactant/emulsifier). Surfactants may act as detergents, wetting agents, emulsifiers, foaming agents, and dispersants, and can be used for medical purposes. The zcb00v components were reviewed. The sucrose and an aliphatic ester, or a sucrose ester (i.e. Surfactant/emulsifier) components are not present and/or come into contact with the intraocular lens zcb00v model during the manufacturing process. Moreover, throughout the manufacturing processes there are various steps with 100% visual inspection utilizing a microscope that would have identified and discarded a lens with a similar stain. The manufacturing controls should be capable to identify the presence of this type of stain during the inspection controls defined as part of the manufacturing process. Based on the evidence, it was not possible to confirm if the defect was related to manufacturing as the reported device was handled and prepared for surgical procedure. Hence, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this production order. Labeling review: the dfu (directions for use) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.